Manufacturer narrative:
One cpt size 4 stem was returned with the complaint for review. A manufacturing review was performed on this lot number and its subcomponents. Records verified that the cpt stem was packaged in a polyethylene bag and that the device was manufactured in september of 2012. The device was used for treatment. This issue has been investigated and addressed through internal corrective and preventive actions. The reported lot number was confirmed to be manufactured prior to corrective and preventative actions taken on december 20, 2012. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, while unpacking the product, the implant was noted to have pieces of plastic melted onto the component from the outer polyethylene bag.